Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a right ventricular assist device (rvad) application using the bio-medicus venous cannula, there was an obstruction of the right internal jugular vein, which required the surgeon to use the left subclavian vein for insertion of the cannula. The surgeon pre-lubricated the internal surface of the cannula and the entire introducer with propofol to facilitate removal of the introducer after positioning, but significant difficulty was still encountered in removing the introducer from the cannula. The cannula was used for blood return into the pulmonary artery. The use of the device was unspecified. No patient complications have been reported as a result of this event.